Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.